Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. It was noted that the crt-d is unable to transmit data to latitude nxt. The patient was advised to urgently follow-up with their cardiologist regarding the red call doctor icon. At this time, this device remains in service, and no adverse patient effects were reported.